Manufacturer narrative:
(B)(4). The product was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015 patient underwent surgery due to degeneration of lumbar intervertebral disc. Intra-op, the doctor found the product's head part slipped, so he had to replace to a new one to complete the surgery. Although the product came in contact with the patient, it was not used in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis:macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.